Event description:
It was reported that during a procedure to repair the patient's mitral valve, the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2013; fr995-21 tissue valve, implanted: (B)(6) 2015. (B)(4).